Event description:
It was reported that during a percutaneous coronary intervention, an inaccurate reading on the pressure gauge occurred. The physician used an advantage 26 inflation device to inflate an unspecified semi-compliant balloon and during inflation the gauge did not display the inflation pressure. The physician also noted that the device felt slightly harder to inflate than normal. The procedure was completed with another advantage 26 inflation device. No complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).